Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient experienced high blood glucose (bg) event after placing a new infusion set even with bolus on (B)(6) 2026. The blood glucose (bg) was high and treated with bolus and infusion set replacement. The blood glucose (bg) was high for less than one hour. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium request. Was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.